Event description:
Pt admitted in 2005 with multiple cardiac problems. Pt underwent cardiac surgery and subsequently had respiratory problems. The next month the pt had et culture identified as most closely resembling ralstonia picketti in hosp microbiology. This culture was later sent to the state lab and final ID was ralstonia mannitolilytica about ten weeks later. ID was performed at research laboratory. Culture of sputum about ten weeks earlier was positive for ralstonia picketti (most closely resembling) and et culture about a week later results referred to previous culture results. This pt was treated with the vapotherm machine but at the time of cultures, no cultures were taken of the vapotherm machine, only the ventilator circuit which was negative for the organism. All vapotherm machines were taken out of service. The facility had 6 machines, 4 out of the 6 grew gram negative bacilli, final reports are pending.